Manufacturer narrative:
Mfg narrative: initial report showed two devices; however, upon review of the file it was determined that only one of the devices was ruptured. Therefore, device 2 of 2 has been deleted from this report.

Event description:
Photographs were sent to dow corning for identification of the implants. Review of the photographs show that one of the implants is obviously not intact while the other explant shows no gross loss of integrity.